Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: correction to block e1 (initial reporter address 2 and initial reporter city). The returned hedgehog sweeper brush was analyzed. During product analysis, visual inspection observed one end of the brush detached from the catheter. The detached brush was not returned for analysis. No other visual damages were observed. The device was sent to the vendor for further analysis. With all the available information boston scientific concludes it likely that the interaction between the user and device, caused or contributed to the event. The reported event was confirmed. The costumer reported forcing the brush when an obstruction was encountered. The IFU (instructions for use) warns against excessive force and torquing. Therefore, the probable cause of the reported complaint was determined to be unintended use error caused or contributed to event. Review of labeling determined that the complaint situation was listed in the manual. A labeling review confirmed that instructions and warnings are present for the reported event.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2025. During the procedure, the hedgehog sweeper was advanced; however, resistance was felt at the junction around twenty centimeters from the forceps port. Despite the problem, the device was pushed forward and the tip broke off. It is unknown how the detached brush was retrieved, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event. The instructions for use (IFU), endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage. If sharp bends in plastic sheath or wire cable are observed during insertion, dispose of brush to avoid damaging the endoscope.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2025. During the procedure, the hedgehog sweeper was advanced; however, resistance was felt at the junction around twenty centimeters from the forceps port. Despite the problem, the device was pushed forward and the tip broke off. It is unknown how the detached brush was retrieved, and the scope cleaning was completed using another of the same device. There was no patient involvement in this event. The instructions for use (IFU), endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage. If sharp bends in plastic sheath or wire cable are observed during insertion, dispose of brush to avoid damaging the endoscope.